Event description:
Customer reported he changed the battery on the insulin pump and ir started to show numbers and then gave an error; changed the battery again and it seemed to be working but the time on the display was not corrects. Customer stated that the insulin pump had alarmed and had an unexpected restart. Insulin pump passed the self test and no basal and bolus were correctly set up. Blood glucose value is 492 mg/dl; treated with manual insulin injection. During troubleshoot the customer stated that the drive support cap is normal. The tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Alarms recorded in history. Customer removed the infusion set and cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.